Manufacturer narrative:
Additional information received on (B)(6) 2019: the revision surgery is planned on (B)(6) 2019. Additional information received on (B)(6) 2019: the revision surgery has been performed on (B)(6) 2019. The surgeon revised the tibial tray and poly and the surgery was completed successfully.

Event description:
The revision surgery has been performed on (B)(6) 2019, about 3 years and 3 months after primary, due to aseptic loosening of the tibial tray. The surgeon revised the tibial tray and poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 april 2019: lot 155590: (B)(4) items manufactured and released on 01-dec-2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, all the tems of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain, 3 years after primary surgery, caused by an aseptic loosening of the tibial tray. Revision surgery is not scheduled yet.